Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 51.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-10650, 2134265-2017-11216. It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mmx12mm emerge¿ balloon catheter was advanced to for dilation. However, during insertion of the device, it was noted that the mid shaft got broken in the guide catheter. Subsequently, a 2.75mmx12mm emerge¿ balloon catheter was then advanced but the mid shaft got broken in the guide catheter as well. The devices were completely removed and the procedure was completed with another balloon catheter. No patient complications were reported and the patient's status was fine.